Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the blue suture tore and broke. Manual arterial compression and a compression bandage were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was not confirmed. The device was returned with posterior needle tip remained in the needle shank and both cuffs in the foot pocket. These observations indicate the device was deployed out of sequence such that the plunger was pulled out of the handle body and not depressed to deploy the needles step # 2. This would result in needles not deploying to engage with the cuffs to achieve a successful suture retrieval and consistent with the posterior needle not ejecting from the posterior needle shank. The proglide instructions for use (IFU) details the device deployment sequence. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint handling database did not indicate a lot specific quality issue. The reported event appears to be related to an out of sequence deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.